Manufacturer narrative:
Upon inspection the baxter technician found that the outer shell of the motor had broken by the handle due to wear and tear and the strap was torn in half inside the motor. It was determined the strap tore in half due to being incorrectly rolled up by the user. The baxter technician replaced the outer shell and lift strap to resolve the reported issue. Multirall¿ 200 overhead lift is a general-purpose lift with the intended use in: health care, intensive care and rehabilitation. Multirall 200 overhead lift is easy to move between facilities and useful for room-to-room transitions. Multirall¿ 200 overhead lift can be mounted to the rail carriage in two different ways, mounted with the lift strap under the lift unit or mounted with the lift strap above the lift unit. Intended for use in all common lift and transfer situations, for example, between bed/wheelchair, to/ from floor, toilet visits, gait training, and for horizontal lifts with stretchers. Although there was no patient injury reported, if the lift strap were to tear in half during a patient transfer it could lead to serious injury or death. Therefore, baxter is reporting this device malfunction.

Event description:
A distributor contacted technical service to report that multirall 200 had an issue, the lift strap tore. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.